Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. Instructions for use were reviewed for this investigation. The labeling is found to be adequate. A DHR could not be performed since no lot number was provided. Corrections: b, e, g, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they were intermittently getting a low air leak and low flow alarm (alarm 01 and alarm 02) in an arctic sun device. They disconnected and reconnected the pad and gave the tubing some slack. It seems to be resolved now. Flow rate (fr) was 0.8lpm, inlet pressure (ip) was -7.0psi, circulation pump command (cpc) was 35 percentage. Suggested continuing to monitor the flow rate and alarms. If the flow dropped much lower the heater would not be able to function at full capacity. If alarm returns, disconnect pad, rotate connectors 180 degrees, and reconnect using proper technique. Make sure the tubing was not twisted or kinked anywhere, including where the tubing connects to the pad, and where it goes through the opening on the warmer. Per follow up information received via task on 06may2025, spoke with nurse who said they tried reconnecting the pads a couple times and the flow rate remained around 0.8-1.0 lpm. They continued therapy with the same set of pads because there did not seem to be an issue with temperature. Patient completed therapy and pads were disposed of.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they were intermittently getting a low air leak and low flow alarm (alarm 01 and alarm 02) in an arctic sun device. They disconnected and reconnected the pad and gave the tubing some slack. It seems to be resolved now. Flow rate (fr) was 0.8lpm, inlet pressure (ip) was -7.0psi, circulation pump command (cpc) was 35 percentage. Suggested continuing to monitor the flow rate and alarms. If the flow dropped much lower the heater would not be able to function at full capacity. If alarm returns, disconnect pad, rotate connectors 180 degrees, and reconnect using proper technique. Make sure the tubing was not twisted or kinked anywhere, including where the tubing connects to the pad, and where it goes through the opening on the warmer.